Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit did not function, the electric motor ran loud and the internal components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to electronic and mechanical components wear from repeated sterilization over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the power drive device was broken. During in-house engineering evaluation, it was observed that the device control unit did not function, the electric motor ran loud and the internal components were corroded. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.